Event description:
The customer reported that ccs application hung up after exposure with "ccs has stopped responding" message. They lost patient image. It is possible that the image was retaken, resulting in additional radiation exposure.

Manufacturer narrative:
(B)(4). Investigation is still in-progress. If additional information is received, a supplemental report will be submitted per 21 cfr 803.56. (B)(4).